Manufacturer narrative:
System and bronchoscope manufacturing records were reviewed and confirmed passing final qa/qc check prior to release. The scope was returned for investigation. The reported scope pulling motion was investigated. Review of the case and ce engineering analysis confirmed that the forward movement observed during biopsy occurred when the forceps were rapidly pulled back, causing the scope tip to follow the forceps shaft. Ce concluded this motion was a reactive pull inherent to flexible bronchoscopy mechanics, not unintended or uncommanded system motion. The CT segmentation issue was also investigated. Analysis confirmed that the segmentation unit functioned as intended. Video review identified no use errors or system malfunctions. The lesion location required navigating through an acute bend, which inherently increases the risk of scope buckling at the main carina. Engineering, video review, and video analysis all confirm that the scope movement was a reactive mechanical response to forceps withdrawal rather than uncommanded scope advancement. The physician did not attribute the injury to the galaxy system. Based on the procedural context, anatomical challenges, and biopsy mechanics, the injury is consistent with the known inherent risks of bronchoscopy rather than a device-related malfunction.

Event description:
The airway tear was identified during the procedure when the scope reportedly advanced forward during a forceps biopsy, resulting in tissue injury. Cold saline was administered, and no further complications or interventions were required. Scope pulling motion and CT segmentation failures were also reported. Attempts to gather additional patient demographics were unsuccessful.